Event description:
It was reported that the customer experienced a cartridge alarm 20. The blood glucose level was displayed as "high," but the specific value was unknown. To address the elevated blood glucose level, the customer administered a corrective injection via mdi and did not require assistance from a third party. As a resolution, cts confirmed that the customer would receive a replacement pump with updated software and provided instructions for returning the current pump. The customer understood and acknowledged the guidance given by cts, ensuring no interruption in insulin delivery by using mdi as a backup therapy.